Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation with the tissue bag and cord. Upon inspection, engineering found no damage or non-conformance, and the device met specifications. It is likely that the tissue bag slid off of the supports during bag manipulation. If the bag is pulled open distally versus downward, it can become detached from the supports. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016.  This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority((B)(4)). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap chole- "bag deployed, when rotating to unravel bag, it fell off/broke off prongs." Patient status - ok.